Manufacturer narrative:
Add'l details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: it was reported in the medical records dated (B)(6) 2002: that the pt presented for repair of enterocele and appendectomy. The medical records noted that the gore device was "gently secured circumferentially with no compression on the rectum. Having competed repair of the pelvic hernia." There were no add'l med records available beyond the (B)(6) 2002 implant records. There are no add'l records relating to the etiology of an infection, no records of related to fistula and no record of device removal. Pain, dyspareunia, inflammation, incontinence, discharge and recurrence of prolapse are characteristic symptoms and are known complications of pelvic floor dysfunction.

Event description:
It was reported to gore that a pt alleges to have experienced pain, bowel problems, infections, abdominal pain, incontinence, dyspareunia, inflammation and fistula after having been implanted with gore dualmesh plus biomaterial.